Manufacturer narrative:
The date of manufacture was incorrectly reported as dec 8, 2015 in the initial medwatch. The date of manufacture is dec 8, 2015. Additional information: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was functional and passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: the date of manufacture was documented incorrectly on the previous report and did not match the date of manufacture entered in the same report. The correct date of manufacture is dec 9, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that during an unspecified hand surgical procedure, it was observed that the electric pen drive device was activating automatically when plugged into the console device. It was also observed that the hand switch device ran in the reverse direction but was not running forward .the two devices were in use together. There was a five minute delay to the surgical procedure while spare devices were retrieved. The procedure was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.